Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an undergoing diagnosis. The procedure was delayed (less than 20mins) and was completed by using OEM tableside control. It was reported to philips that the table that no geo movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer said that they started a case and they had no geo movements; they couldn't move the table or the c-arm. On further troubleshooting rse checked the system logfile and found that there was no communication with the geo pc. Rse also verified there was power to the geo pc, and made sure there was a connection with the ts switch and requested onsite support. The philips field service engineer (fse) checked the system onsite and found original problem reported by in-house biomed was incorrect and after assisting inhouse biomed, customer called table OEM for service. The customer contacted third party for the table issue and fse handed the system with limited acceptance. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed as planned to use tableside control with a minimum delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.